Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on apr 25, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability ¿ added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 testing of actual/suspected device. Method code #2:11 testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 analysis of production records. Results code: 3259 improper physical structure. Conclusions code: 4307 cause traced to component failure. The returned sample was visually inspected and was confirmed that the sampling line attached to the oxygenator blood outlet port was broken. No other anomalies noted. A representative retention sample from the same lot number was obtained and visually inspected, and confirmed that all ports were intact and no anomalies noted. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, the sampling line of the arterial outlet leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.